Manufacturer narrative:
This report is filed july 29, 2016. Device not received by manufacturer.

Event description:
Per the clinic, the device was explanted (date not reported) due to an unspecified medical issue. The patient was reimplanted with another cochlear device during the same surgery. Additional information has been requested; however not made available, as of the date of this report.